Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pve35a device was returned with its opened package and a sales unit returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9811f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2025, b3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a9811f, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when they opened the packaging of the device, it was observed that it had a hole and considered unsterile. There was no patient consequence nor surgical delay reported. No additional information provided.